Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that due to a higher amount of moisture in a small diameter circuit it caused the unit to perform incorrectly. A new circuit was installed. Calibration was done and performance checks were performed to verify that the unit was safe to use. Medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported circuit occlusion on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.